Manufacturer narrative:
Other, other text: d10. Device available for evaluation, h3. Device evaluated by manufacturer and h6. Evaluation codes: updated. D3, g1,2 email is: regulatory.responses@icumed.com. One device was received. There is no abnormality in the appearance of the main body. Per functional testing, checked for looseness of the patient outlet connector. The complaint was confirmed. Because the load in the loosening direction is applied when the patient circuit is attached or detached attributed to the design. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Tighten the patient circuit connector with a force of 4.5 nm. The device passed all functional and delivery tests.

Event description:
It was reported that during the pre-use check, the ventilation air hose got disconnected from the product. No patient injury reported. It was reported that no further information is available.

Manufacturer narrative:
Other text: b3: date of event and d4: UDI section are unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.